Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced blood loss, scant bleeding, fever, light vaginal bleeding, pain, granulation tissue, urine leakage, rectal bleeding when straining, dyspareunia, incontinence, red at introitus, second to third degree cystocele, nocturia, chronic constipation, mild irritable bladder, discomfort, incisional irritation, burning with urinating, swelling, vaginal pain with sexual relations, vaginal discharge, atrophic vaginitis (inflammation/infection), urinary tract infection and required additional and non-surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). The total number of events for product classification code otp is 69. Qty 1- avaulta plus biosynthetic support system, qty 25- avaulta plus biosynthetic support system - anterior, sterile, qty 18- avaulta plus biosynthetic support system - posterior, sterile, qty 17- avaulta solo synthetic support system - anterior, sterile, qty 8- avaulta solo synthetic support system - posterior, sterile.

Manufacturer narrative:
Exemption no: (B)(4). Original reporting time frame from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame from march 1, 2015 through april 30, 2015 (B)(4).

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Event description:
N/a.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame march 1, 2015 to april 30, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame march 1, 2015 to april 30, 2015. The information provided by bard represents all of the known information at this time.